Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 400 mg/dl. The customer had previously called to report a line that appears across the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.